Event description:
It was reported by service report that while loading the cot the wheels collapsed. There was pt involvement and adverse consequences reported. Both emts incurred muscle strains - one to the back and one to the wrist. Both emts were off work for 2 days. Further investigation revealed that the cot had no defects or malfunctions which may have caused or contributed to a cot drop event.